Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
Additional information was received that this patient also experienced sepsis in relation to their infection. Again, the left ventricular (lv) lead was explanted and replaced. No additional adverse patient effects were reported.